Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged discrepant results for one patient while using the cobas® sars-cov-2 and influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a positive result for sars-cov-2 (unknown for influenza a/b). The same sample was repeated on a different liat analyzer and the same liat analyzer and generated a negative result for sars-cov-2 (unknown for influenza a/b) both times. The initial positive result was reported. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
As data could not be provided, the root cause of the discrepant result for sars-cov-2 could not be determined. Investigation showed that this is the first case against the alleged lot for a discrepant result. A systemic product problem was not identified.